Event description:
Customer reported receiving inaccurate erratic readings. In blood glucose tests, customer received readings of 4.4 and 20 mmol/l within 10 mins. There was no report of death, serious injury or mistreatment associated with this event.